Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the reservoir was removed and replaced due to an unspecified malfunction. No further information was provided.